Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer started using the insulin pump without training, had their settings wrong and gave nearly 25 units of insulin. The blood glucose was 32 mg/dl. The customer treated by eating food and went to their health care professional to update settings. The insulin pump will not be returned for analysis.